Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a jam in the delivery sheath prevented proper advancement of the celect-pt filter/filter introducer. The filter was damaged upon removal. Another cook filter was successfully placed. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The dilators, the jugular introducer, and the femoral introducer with loaded celect-pt filter were returned for evaluation. The device evaluation determined the following: the components were found according to specifications. However, a penetration from the inside was noted in the blue introducer sheath and so was a minor kink. The filter was severely damaged with some secondary filter legs pointing upwards. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Cook conducted a review of the packaging label (whole device), which revealed no discrepancies. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include unintended manipulation/rotation of the filter inside the sheath. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after unwrapping the package, the physician inspected the product and found no abnormalities. The femoral vein delivery system along with the filter was inserted into the delivery sheath. During the insertion process, a jam was encountered, preventing the filter from advancing further once it entered the delivery sheath. Upon removal, the filter was damaged, and a new cook filter was replaced and completed the procedure successfully. Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). G4) PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.